Event description:
It was reported that a pt underwent an incisional hernia repair procedure on (B)(6) 2010, and mesh was used. The pt became infected and the surgeon had to remove the mesh implant. After the mesh was removed, a wound vac was put into use. The pt exhibited a significant foreign body reaction, exudate was present and is being tested currently to identify bacteria. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.